Event description:
Information was received that the patient underwent a lead and generator replacement. Lead insertion was checked. No fractures or defects in the lead insulation were observed. No additional relevant information has been received to date.

Event description:
It was reported that the patient's lead showed high impedance and the output current was undeliverable. The generator's outputs were set to 0ma. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.